Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information was received on 6/30/2024: this was discovered during a slap repair on (B)(6) 2024 with no case delay and no adverse effects on the patient

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/2/2024, it was reported by an arthrex subsidiary employee via sems(B)(4) that (qty. 2) of an ar-1934-24ds 2.4 mm bio-suturetak disposable kit drill cannot separate after drilling. The case was completed with another ar-1934-24ds 2.4 mm bio-suturetak disposable kit. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1934-24ds serial/batch number (B)(6) was received for evaluation. The device arrived with a drill stuck inside. Functional testing was not performed due to damage to the device. Upon visual inspection, it was discovered that the drill is lodged within the shaft, and the collar, which should be attached to the drill, is missing due to a detached weld. Additionally, testing the device's shaft on the surface plate revealed that the shaft was bent. Upon inspecting the device dimensions as per drawing specifications c15742 at revision 0, it was determined that the diameter of the fastak spear shaft, ø .155 ± .005, measures exactly .155. The most likely cause(s) for the reported failure can be attributed to user error, improper bone preparation, misaligned insertion, or excessive forces through leveraging/prying the device.